Event description:
New cypher stent was implanted to clear up pt's blockage. Pt has continued to have chest pain, and blood pressure has dropped to 90 over 60 at rest. Short of breath. Bad cold and coughing after discharge from hosp.